Event description:
It was reported that the left ventricular lead had high thresholds due to dislodgement following implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, implanted (B)(6) 2014; 6947, implantable tachy lead, implanted (B)(6) 2014. (B)(4).